Event description:
It was reported that the driver ran while in safe mode during a surgical procedure. The case was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running while in safe mode was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor and potted trigger assembly, which were each replaced along with other components.